Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/10/1995 and was last repaired on 06/15/2013 for a non-related issue. Evaluation of the device observed that there were no issues with the ratchet, the latching pins were worn, and the comb was bent. The shoulder bolts were also worn. Prior to repair, a test mesh was not performed due to the damaged comb. Repair of the device included replacement of the ratchet gear, sliding pin, comb, latching pins and ball detents. The customer's reported event was not reproduced during testing and, therefore, a cause cannot be determined. It should be noted that the damage to the comb was most likely due to improper handling by the user. A damaged comb could cause the graft to get caught between the cutter and the roller denying the ratchet the ability to continue to pull the graft through. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher ratchet is not working properly. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.